Event description:
The customer contact reported a disconnection. The tubing set was being used on a patient to deliver an unspecified medication at an unspecified rate. After an unspecified length of time, it was reported that the luer lock got loose and separated. No specific details were provided. The extension tubing set was replaced. It was reported that the therapy was not delayed. Hospira is continuing to investigate.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number of the device that was in use is unknown. The customer contact identified one possible lot number (plots). The possible lot number is 21190ny. Investigation is not complete. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpa and has a 510k of k113683. This report represents all the information known by the reporter upon query by hospira personnel.